Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: 09078, lot# s2506-09, implanted: (B)(6) 2014, explanted: (B)(6) 2014.

Event description:
The health care provider (hcp) reported via the company representative (rep) that the patient was implanted several times in the same location with other leads without success. In the end, the patient was implanted with a custom lead. The patient experienced no paresthesia and lack of paresthesia at maximal amplitude due to fibrotic tissue around the lead. No therapy was possible shortly after implant. Reprogramming was performed, but didn't change anything. The rep reported a week later that the issue was not resolved after removing the lead. They tried again with replacement of the lead but it seemed the patient required such high amplitudes. Further stated high energy consumption due to subcutaneous fibrosis in the occipital area. The cause was fibrotic tissue. Additionally, stated that the fibrotic tissue around the lead was caused by so many revisions in a row. It was noted that the lead was thrown away.